Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection it was noted the sample bag was inflated, blood was noted in the bag. No leaks were noted from the sample bag or adjacent tubing. The donor access line had disconnected from the set, no blood was noted past the blue clamp on the donor access line. No misassembles or defects were noted with the remainder of the set which was ac primed only. The run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the donor line clamp may have been closed. This likely caused the sample bag to inflate the sample pouch. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that after the venipuncture of the donor, the operator observed anormal blood flow to the diversion bag, but suddenly air started to fill the diversion bag. After a few seconds, the air went back towards the donor. The operator stopped the donation procedure. No medical intervention was necessary for this event. Patient information is not available at this time. This report is being filed due to device malfunction that has the potential for injury.